Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The insulin pump was replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.